Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "customer reports the bags are running dry prior to anticipated end time of delivery calculated on volume and rate; we track and expect to change the bags at a given hour with cushion and we are frequently called to bags running dry 1-2 hours early medication delivered is fentanyl with rate range of 0.5ml/hr to 4 ml/hr; medication is delivered using ln 16393 (ap331) which is attached to ln 14278-28 on the kvo side (side with backcheck valve). Priming method varies but reported to generally use manual prime initially and use prime feature on device to address air in line. Customer would like to see prime history available on delivery history screen and prime deducted from vtbi when pump function used. Type of drug:unk was there a prime performed:yes. Pump or manual: manual. Delay in therapy:unknown. Need for medical intervention:unknown".